Event description:
It was reported that the device was used during a laparoscopic sigma procedure, a long beep occurred after 5-10 minutes during use of the instrument. There were no pt consequences.

Manufacturer narrative:
Broken blade. Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The fractured distance measured approx 7.73mm from the top of the outer tube. The device was tested with the gen01. The device functioned in air while being activated. In addition, the remaining portion of the blade penetrated and cut the chamois; however, the cut was not maximized to its full cutting power as in a conforming instrument. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure.